Manufacturer narrative:
Additional information in b4, d10: device availability, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The specified identity of the device was confirmed. Visual inspection revealed the threads within the tulip head are damaged. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that the threads of the tulip head were damaged during the procedure. The screw was removed and replaced with the same size screw to complete the case. The reported complaint is confirmed. A definitive root cause could not be determined. However, the likely cause of this failure could be attributed to the threads not being correctly aligned. When the misalignment happens when closure top is being inserted into the polyaxial screw head threads, cross-threading occurs. The cross-threading subsequently led to thread damage inside the tulip head.

Event description:
It was reported that the threads of the tulip head were damaged during the procedure. The screw was removed and replaced with the same size screw to complete the case. There was no reported patient harm.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads of the tulip head were damaged during the procedure. The screw was removed and replaced with the same size screw to complete the case. There was no reported patient harm.